Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during an left ventricular (lv) lead threshold test for a concomitant system resulting in an inappropriate shock and rhythm acceleration to ventricular fibrillation (vf). A second shock was delivered, however; the rhythm was unable to be converted. An external shock was subsequently performed and the arrhythmia was able to be converted. The patient was then hospitalized. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during an left ventricular (lv) lead threshold test for a concomitant system resulting in an inappropriate shock and rhythm acceleration to ventricular fibrillation (vf). A second shock was delivered, however; the rhythm was unable to be converted. An external shock was subsequently performed and the arrhythmia was able to be converted. The patient was then hospitalized. This device remains in service. No additional adverse patient effects were reported.